Event description:
It was reported that the patient had an infection at the pocket site. Symptoms of swelling, fever and heat to touched were noted. The physician believed that the infection was procedure related. The patient underwent a pocket revision procedure.

Event description:
It was reported that the patient had an infection at the pocket site. Symptoms of swelling, fever and heat to touched were noted. The physician believed that the infection was procedure related. The patient underwent a pocket revision procedure and was sent to wound care. The patient was feeling good and wound was healing. Additional information was received that the patients ipg was explanted. The patient was doing well postoperatively and the explanted ipg will not be returned. No device malfunction was suspected.